Event description:
During testing at the user facility, the device touchscreen would not change screens. The device was returned to the biomedical department with a report of fluid spillage onto the top of the device. It was reported spillage on the device contaminated the inside front bezel. There was no pt involvement. No reported adverse pt events, or reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen did not respond when pressed. This was due to contamination caused by fluid spillage which altered the characteristics of the touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.